Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found charring and burnt marks at the yaw pulley; as a result, there was material missing. In addition, the manual input of disc knobs exhibited the grips were still able to move intuitively. There was no cable or wire damage found at the grip assembly, thus reported observation of instrument not moving correctly was not verified. The instrument passed electrical continuity test. No other damage was found.

Event description:
It was reported that during a da vinci prostatectomy procedure, when they coagulate there's an electric arch in the joint of the fenestrated bipolar forceps instrument. Instrument doesn't move correctly either. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.